Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had a glucose tolerance test at a lab. Towards the end of the test, she felt dizzy, fell down, started throwing up, and eventually ¿everything went black¿. A clinician picked her up and they gave her 2 boxes of orange juice. When a fingerstick was taken the cgm reading was 6.0 mmol/l, and the blood glucose reading was 2.9 mmol/l. No further treatment was reported to be needed and at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.